Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an adverse event occurred. The patient stated that while the cgm was in the warm up period, their blood glucose was high, and an ambulance had to be called. The paramedics transported the patient to the hospital at approximately 10:30am, performed a finger stick reading and provided the patient with 5 units of novolog (the patient could not recall what their glucose levels were when they performed a finger stick). It was indicated that the patient had diabetic ketoacidosis and while waiting for the doctor¿s orders at the hospital, the patient was provided another dose of insulin and left the hospital around 6:00pm. At the time of contact, the patient was feeling better. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.